Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. This lead was explanted. No additional adverse patient effects were reported. The return of the lead is not expected.